Manufacturer narrative:
The subject device was not returned to any of olympus locations. The field service engineer of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the operational amplifier, because the subject device was the product prior to the design improvement of the operational amplifier circuit on the printed-circuit board.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed while evis 180 series videoscope was connected to the subject device. When evis 180 series videoscope was connected to the subject device, there was no problem, also the cable had no problem. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.